Event description:
Information received regarding the explanted device notes no output. A check-up three months prior to explant showed that the pacemaker was "o.k.". There were no consequences to the patient.